Event description:
On 10/03/2025, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump tubing did not work properly. This was discovered during the case with no patient harm. Additional information was received on 10/9/25. This was discovered during a hip scope. Arthrex tubing was used and the pump settings were set to 45. The inflow was working properly, but the outflow did not work. They switched to regular suction and the case was completed with no further issues and extravasation did not occur.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to improper cassette insertion.